Manufacturer narrative:
Product event summary: the mapping catheter, 009963-020 with lot number 218503482, was returned and analyzed. Visual inspection failed because the pebax tube was detached and the loop was damaged. In conclusion, the reported issue was confirmed through testing. The mapping catheter failed the returned product inspection due to loop detachment and damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the mapping catheter was inside the balloon catheter, the physician was unable to retract or advance out the mapping catheter. The balloon catheter and mapping catheter were removed and replaced. The case was completed with cryo. The mapping catheter was removed from the balloon catheter and inspected. Part of the shielding of the mapping catheter loop was mangled, and none of the electrodes were visible. As the physician was concerned about the possibility of the shielding and electrodes being in the patient's heart, the body of the balloon catheter was inspected under fluoroscopy. The physician was able to visualize what appeared to be the detached portions of the mapping catheter. It was noted that the reason for the inability to move the mapping catheter was because of the detached shielding. No patient complications have been reported as a result of this event.